Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a starclose se device after an interventional procedure. Reportedly, the device delivery tube would not advance into the exchange sheath. The physician decided to not use the closure device and hemostasis was achieved using manual arterial compression. The patient did not experience any adverse effect. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned partially deployed with no missing components. The plunger and undamaged vessel locator wings (vlw) were in deployed positions. The thumb advancer/delivery tube had been partially deployed and presented damaged garage tube leaves and the sheath was partially slit and damaged. Internal component inspection did not detect any component damage or anomaly. Flex guide shaft carving was detected originating at the proximal end of the flex guide. The detected shaft carving confirms the reported event of the inability of the delivery tube to advance into the exchange sheath. The noted damaged garage tube leaves and sheath are observations only and not failure modes as they are the result of the shaft carving process. The deployed undamaged condition of the vlw indicated they were likely redeployed post procedure as there was no report of difficult device removal. Removal of a starclose se device with the vlw deployed normally results in damaged vlw with reported difficult device removal. Shaft carving may be caused by, but is not limited to, manufacturing, operator technique or anatomical/patient conditions. During manufacturing, the lot is visually examined for undamaged flex guides, proper manufacture and deployment capability of the thumb advancer and clip delivery tubeset. Additionally, samples of the lot are functionally and destructively tested to help ensure proper device function. Regarding technique, not maintaining the device coaxial to the tissue tract during plunger and thumb advancer deployment may also cause the reported issue. Anatomically, any feature within the body that may interfere with unrestricted placement and deployment of the device may cause or contribute to shaft carving. No information was provided regarding the anatomy that may have affected the device performance. The detected flex-guide/shaft carving and the resulting component damage is consistent with a failure to maintain the alignment of the clip delivery components while the plunger and/or thumb advancer is deployed. This results in the distal end of the delivery tube cutting into the flex-guide outer nylon material, damaging the delivery tube. It could not be determined if anatomical considerations or user technique had any effect on the functionality of the device, therefore, the most probable cause for the detected shaft carving was determined to be related to the operational context in the use of the device. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and did not reveal any other similar incidents reported for this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.